Event description:
It was reported from united kingdom that during an unspecified surgical procedure, it was observed that the console device cut out four to five times in a four hour surgery without any warning. As a result, there was a fifteen minute delay in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(4) 2015 in the initial report. It has been updated to (B)(4) 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the fuse holder was altered at the customer site. The assignable root cause was determined to be due to component damage caused by misuse and/or abuse. It was determined that the device had been tampered with. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.